Manufacturer narrative:
During an aflutter left case, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echo (ice) and echo. A pericardiocentesis was performed and 150ml of fluid were removed. The patient was reported to be in stable condition. The physician stated there was no perforation on ice and heparin added to the already present small effusion. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient outcome of the adverse event was reported as fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient (102lbs) underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. During an aflutter left case, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echo (ice) and echo. A pericardiocentesis was performed and 150ml of fluid were removed. The patient was reported to be in stable condition. The physician stated there was no perforation on ice and heparin added to the already present small effusion. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient outcome of the adverse event was reported as fully recovered (no residual effects).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).